Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : the received tap is broken off approximately 20mm from the tip section. The cutting edges are partly worn. The rest of the instrument is otherwise still in good condition. The review has shown that the correct material 1.4112 was used, and the hardness value was confirmed to meet the specification with no non-conformance noted. The broken surface is homogenous what indicates material conformity as well. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. The oblique fracture angle suggests that an off axis force or contact with another metallic device may have happened. Please also note; blunt instruments require more mechanical power during the application, therefore do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 311.460-exs. Lot: 9476794. Manufacturing site: bettlach. Release to warehouse date: 13.may 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthse is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthse has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthse or its employees that the report constitutes an admission that the device, depuy synthse, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: lag screw (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation with ptp for a proximal tibial fracture on (B)(6) 2019, a tap for cortex screw broke off. When the surgeon tried to insert an unknown lag screw, th surgeon tried to tap the bone using the tap for screw. However, the patient's bone was hard, thus, the tap broke off. There was no reported surgical delay. There was no adverse consequence to the patient. Procedure outcome is unknown. The procedure was completed with the patient in stable condition. This report is for one (1) tap for 4.5mm cortex/shaft screws 130mm/57mm tap depth. This is report 1 of 1 for (B)(4).